Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer reported the problem was wait 6-9 months, not working 5-6 months. The consumer was taking zofran every day, appointment in (B)(6), and try it again. The consumer needed a driver, and thought maybe needed to turn it up some, changed life some, when came there wanted to turn back down. There were no further complications reported/anticipated.